Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not being recognized on the bus. A field service engineer contacted the customer and suggested that a proper reboot of the station might provide a solution. The customer subsequently performed a complete shutdown and reboot to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus while attempting to recover a failed storage space. The customer reported that the station was in the emergency department and has medications that might be required urgently. The users were unable to issue the medications, which did not delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.